Manufacturer narrative:
Device not returned, so tested parts held in stock manufactured at a similar time. Some parts dimensionally incorrect / out of tolerance. Some parts exhibiting flash.

Event description:
Chamber did not fill with water on two separate occasions. The only way to correct the problem was to exchange the circuit.